Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer went to use the hand control and it allegedly wasn't really responding so she unplugged it. When she went to plug it back in it allegedly got warm and sparked.